Event description:
It was reported that a balloon rupture, balloon tear and detachment occurred. The target lesion was located in an arteriovenous graft. The 6.0 x 80, 75cm mustang balloon catheter was selected to dilate the lesion. The balloon ruptured during the first inflation at 22 atmospheres. A circumferential tear was observed and a piece of the balloon material was left inside the patient. The balloon fragment was snared and was successfully removed. The procedure was completed with a different device. No further patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device lot number, device expiration date, device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, device manufactured date, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was received in three sections. A complete circumferential tear was present approximately 6.7cm distal to the proximal edge of the proximal balloon sleeve. A break was present in the shaft inside the balloon area. The break in the shaft was located at 69.9 cm distal to the strain relief and at 1.4cm proximal to the tip. The break section between those points measured 16.5cm and this section of the shaft was severely stretched down, accordioned and kinked. It was identified that the proximal markerband was free moving on the stretched down shaft. The distal markerband was missing. No section of the balloon material was missing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that a balloon rupture, balloon tear and detachment occurred. The target lesion was located in an arteriovenous graft. The 6.0 x 80, 75cm mustang balloon catheter was selected to dilate the lesion. The balloon ruptured during the first inflation at 22 atmospheres. A circumferential tear was observed and a piece of the balloon material was left inside the patient. The balloon fragment was snared and was successfully removed. The procedure was completed with a different device. No further patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Age at time of event: below 18 years. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).